Event description:
Information was received from a patient who was receiving clonidine, unknown morphine, and bupivacaine via an implantable pump for n on-malignant pain. It was reported that the patient stated that they received an alarm that their pump had stopped and restarted. The patient stated they have had several incidents that they never knew about until they went in to get a refill of their pump and the pump stalled because the message said it thought they had an MRI. The patient confirmed they have not been around any type of magnetic fields.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.